Event description:
The ventilator shuts off repeatedly. Several times it displayed "motor" warning prior to shut down. The facility was transporting an adult patient in a fixed wing air transport. A caregiver was watching the patient and noticed chest movement stopped. He thinks there was an alarm, but engines were too loud to hear the alarm. He quickly just started 'pushing buttons' and the ventilator started operating with no problems. Two days later, the facility was transporting another adult male in a jet at about 3,000 feet. The ventilator was plugged into 120v ac power source on jet. On 4 occasions during the transport the ventilator shut off.